Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on bd insyte¿ autoguard¿ bc failed to retract. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the needle on bd insyte¿ autoguard¿ bc failed to retract. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other, d.8. Device single use?: no, h.3. Device returned to manufacture: yes. Investigation summary: received one used iag/bc 20ga unit in an opened package from the lot number 8059932. DHR review was performed on the lot number 8059932. The lot number was built/packaged on afa line 11 from march 3, 2018 thru march 7, 2018. Review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. Review disclosed there were no related reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. Visual/microscopic examination: observed the needle were partially retracted into the safety barrel. Observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Functional test (needle retraction) was performed: the needle was pushed and repositioned to the out position. The button was depressed. The retraction was unsuccessful. Root cause is determined to be related to manufacturing. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.